Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic inspection of the loop noted material transfer which is an indication that the loop was welded. This serves as evidence that the loop was broken under tension; however, since the product was received with the loop open, the force required to break the loop cannot be determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a spinal, total knee arthroplasty (tka) procedure. During dermal suture, when the user passed the needle through the tissue, the loop broke. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.